Event description:
It was reported that liquid leaked when the powerpicc catheter was connected with mz connector during infusion. Liquid leaks did not occur when the xinhua positive pressure connector was connected. No other information was provided. It was reported this occurred with three devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed seventy other similar product complaint(s) from this lot number.